Event description:
The physician reported the multifocal intraocular lens (iol) was removed and replaced with a higher diopter lens of the same model, due to an unexpected post operative refraction. Patient's visual acuity is good.

Manufacturer narrative:
The device was received with the optic cut in two pieces precluding analysis. Batch records were reviewed and showed no deviations. Visual inspection of the optic parts took place and no optical deviations could be found. A review of the historical complaint data base revealed that no similar complaints from this lot number were received. While we were unable to determine the cause of this event our investigation reasonably suggests, it is not manufacturing related.

Manufacturer narrative:
The device was received in a condition that precludes optical measurement. Batch records were reviewed and showed no deviations. Visual inspection of the present optic part took place, and no optical deviations could be found. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 16.5 diopter of this lot number. A review of the historical complaint data base revealed that no simular complaints from this lot number were received. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that the device was explanted after an implant duration of approximately 5 months, due to unknown reasons. No further details were provided.